Event description:
We next advanced a bmw universal wire to the distal vessel and attempted to cross through a chronic totally occluded stent at the distal vessel. Unfortunately we are unable to through the stent. There was a 99% mid vessel stenosis and balloon angioplasty was done to reduce that lesion to less than 20%. We next try to cross through the distal lesion using a whisper wire again without success. However, upon pulling back the whisper wire, the tip of the wire broke from the wire. This was unusual, as there was no resistance when removing the wire nor had we performed any intervention over this wire. We evaluated the residual portion of the wire and noted that the radio-opaque tip of the wire had dislodged at the solder point.